Event description:
Reportable based on device analysis completed on 19-apr-2023. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 38 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed and there were no patient complications reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified shaft break at 21cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.